Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their one touch verio iq meter had displayed an apply sample message , sample not drawn in. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred on an unknown date and time prior to contacting lfs. The patient reported that he does not take any medications to manage his diabetes and it was unclear if he made any change to his usual diabetes management routine as a result of the alleged product issue. The patient denied that he developed any symptoms. However, on an unspecified date and time the patient reported taking food and drink. No other device was used to obtain a blood glucose result. At the time of troubleshooting the cca noted that it was not the first time the subject meter was in use, the patient followed the correct testing steps and was using the correct test strips. However, the test strip did not completely draw in the blood sample, therefore the issue remained unresolved. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.